Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they made an appointment to talk about their programming, confirmed therapy optimization, and discuss their concern about how long it takes to charge their implantable neurostimulator. The patient mentioned the charging session always indicates excellent while charging. It was recommended to the patient to follow up with their healthcare provider if they continues to have concerns about charging. No symptoms were reported.